Event description:
Non-amt brand gastrostomy tube extension set (avanos) dispensed by dme (B)(4) does not connect well into the amt brand gastrostomy tube. Multiple families have reported needing to push extension in harder to g-tube in order to get this extension to lock into place which causes discomfort to the patient, the connection does not connect securely and often causes leakage of formula.